Manufacturer narrative:
This report is submitted on december 20, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the device secondary to a suture abscess (infection) which was treated with an antibiotic flush. The device was explanted on (B)(6) 2021. A device will be re-implanted once the patient has had a covid vaccination.